Manufacturer narrative:
(B)(4). Correct brand name is freestyle freedom lite. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1281905) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Caller (customer's mother) reported obtaining unspecified readings on the adc blood glucose meter which she perceived to be low. Caller further reported the customer experienced "high blood sugar". There was no report of self-treatment. Customer was seen by a health care professional and diagnosed with diabetic ketoacidosis (dka) and "high blood sugar". Customer was treated with insulin via intravenous infusion and remained hospitalized for two days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. Additionally: multiple, unsuccessful, attempts have been made to clarify details in this complaint. All pertinent information available to abbott diabetes care has been submitted.